Event description:
The recipient reportedly experienced electrode extrusion and decreased performance. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation went well. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed as well as damaged silastic overmold and surgical tool mark on both top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.